Manufacturer narrative:
Beginning 05/31/2012, united states and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device is accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was mfg on 10/05/1983 and was last repaired on 05/18/2010 for a non-related issue. Evaluation of the device observed a red piece of tape on the right end of the roller, which prevented the ratchet from being correctly fitted to the roller. There was also wear to the cutter and roller. Prior to repair, a test mesh passed and the device was within calibration specifications. Lack of preventative maintenance likely caused the wear to the cutter and roller. Furthermore, improper handling was likely the cause for the tape adhered to the roller. While the customer's reported event was not reproduced, lack of preventative maintenance could have caused the device to produce an undesirable mesh. Additionally, per instructions for use, the device has exceeded its normal useful life by 20 years, which could have decreased the accuracy of the device, causing the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii not meshing properly. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.